Event description:
Through the implant patient registry, it was reported that a patient had a 29mm 7300tfx mitral valve to replace the native mitral valve due to moderate to severe native mitral stenosis and severe mitral regurgitation, thickening leaflets and calcification. The patient expired the same day of the implant procedure. The customer could not disassociate the device. Per medical records, the patient underwent native mitral valve replacement with a 29mm 7300tfx mitral valve. Upon admission to the or the patient became pulseless and code blue was called. Epinephrine was given to the patient and the chest was emergently opened. A large amount of blood and an atrial/ventricular groove tear was noted. A blood transfusion, cardiac massage and multiple internal defibrillations were initiated. The patient family agreed to stop the intervention due to futile efforts and the patient expired.

Event description:
Through the implant patient registry, it was reported that a patient had a 29mm 7300tfx mitral valve to replace the native mitral valve due to moderate to severe native mitral stenosis and severe mitral regurgitation, thickening leaflets and calcification. The patient expired the same day of the implant procedure. The customer could not disassociate the device.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, regurgitation, thickening leaflets and calcification in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 29mm 7300tfx mitral valve expired the same day of the implant procedure. The cause of death is unknown, but the customer could not disassociate the device. No further details provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.